Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The chuck end fractured off the device, rendering it inoperable. The piece that fractured off was not returned. The device shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the humeral nail reamer broke while reaming. The part that broke did not go into patient and was not near the patient during surgery, smith & nephew backup reamer was available to continue surgery without a delay. No impact or injury to patient reported.